Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that battery compartment was cracked. Insulin pump was not dropped or bumped. Customer's blood glucose was unknown. Insulin pump would need to be replaced.